Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve within a previously implanted 23mm surgical aortic valve, the valve was deployed and hypotension was observed. A contrast study was performed due to suspected coronary obstruction, but coronary flow was confirmed. The cause of the hypotension was unknown. The physician felt that if the 26mm valve was deployed, the heart's movement would worsen. It was concluded that under expansion of the valve caused poor coaptation and subsequent hypotension. The valve was replaced with a 23 mm valve. The valve was deployed and blood pressure returned with good valve function. The valve was implanted and no paravalvular leak (pvl) was observed, the aortic regurgitation disappeared from severe and the mitral regurgitation also disappeared from moderate. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in a heart valve return kit filled in 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible with signs of creases. As received, all leaflets were in the closed position with a slight gap between leaflet 1 (l1) and 2 (l2). All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was then fully deployed; no anomalies were noted. The valve was subjected to steady flow testing for both forward flow and back pressure. The valve successfully completed both tests. The test valve demonstrated an increase in pressure drop with increasing flow rate which is expected and consistent with the pressure drop behavior of the standard forward flow nozzle, and the test valve demonstrated increasing leakage with increasing pressure, which is expected and consistent with leakage behavior observed on the back flow nozzle. In addition, visual observation of the leaflets detected no abnormalities. Thus, the results of this testing demonstrate proper valve functioning. Continuation of d10: product ID d-evprop2329us product lot/serial number (B)(6) product type: delivery catheter system (dcs) implant date na explant date na product ID l-evprop2329us product lot/serial number (B)(6) product type: compression loading system (cls) implant date na explant date na product ID evproplus-23us product lot/serial number (B)(6) implant date (B)(6) 2022 explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.